Event description:
At 6 years and 10 months, additional surgery performed due to inlay locking screw unscrewing (left knee). The inlay locking screw has been removed arthroscopically.

Manufacturer narrative:
Batch review performed on 12 febr 2025 lot 155642: (B)(4) items manufactured and released on 22-dec-2015. Expiration date: 2020-12-07. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. The cause could be insufficient tightening torque at the time of primary operation, but this cannot be ascertained and other causes may have originated the issue. The device history record review does not indicate any potential manufacturing-related issue. Note: this is the same patient of MDR 2025-00139.